Event description:
The manufacturer received information alleging a trilogy ev300 "ventilator service required" alarm condition occurred. The customer requested help with diagnosing a problem with the device by checking the error logs. There was no harm or injury reported. The device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, an error code e 384, indicating "pressure sensor mismatch" was found in the ventilator's downloaded error log. The technician noted "spare part required to fix the problem" to address the issue but there were no specific parts noted. The bench repair was cancelled, and remote service was performed. There was no additional information regarding the replaced parts. The system meets the specification for the performed service and is returned to use. Additional attempts will be made to gather information regarding the repaired parts.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a trilogy ev300 "ventilator service required" alarm condition occurred. The customer requested help with diagnosing a problem with the device by checking the error logs. There was no harm or injury reported. The device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, an error code e 384, indicating "pressure sensor mismatch" was found in the ventilator's downloaded error log. The technician noted "spare part required to fix the problem" to address the issue but there were no specific parts noted. The bench repair was cancelled, and remote service was performed. There was no additional information regarding the replaced parts. The system meets the specification for the performed service and is returned to use. Additional attempts will be made to gather information regarding the repaired parts. New information: the device was sent for further evaluation. As a part of the mandatory fco the technician recommends replacing the flow sensor to address the issue of error code 384 (pressure sensor mismatch). The flow sensor was replaced and kept under observation. A customer email response from a good faith effort attempt confirmed the device was in patient use during the time of the event but there was no report of patient harm. Alarms occurred. The status of this case at the third-party service center is closed. Box h coding was updated. Correction to box e - reporter country. This event occurred in oman.